Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).

Event description:
It was reported that the device battery lasted less than the expected longevity. The device outputs were set high. The device was explanted and replaced. It was noted there was high right ventricular (rv) lead threshold. The lead remains in use. No patient complications have been reported as a result of this event.